Event description:
A (B)(6) female admitted with diagnosis of fibroid uterus to undergo hysterectomy via da vinci system. Intra-op report obtained of problems with 3 harmonic shear inserts. First one broke at the tip during surgery, piece retrieved. Second one was working fine at first then quit. Third one was tested outside the pt and broke during testing. Note: above reported to mr (B)(6) with intuitive surgical, (B)(4) assigned.